Manufacturer narrative:
Insulin pump's buttons function properly however, moisture damage was found on electronic assembly. Moisture damage was found on motor assembly. No button error alarm noted during testing. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that the pump was briefly submerged under water. Customer's current blood glucose reading is 160 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.